Event description:
It was reported that approximately ten days post implant, r-wave measurement was noted to be below the optimal range on the his-bundle lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.